Event description:
Boston scientific (bsc) crm received info that this dextrus atrial lead dislodged two weeks post implant. The pacemaker was reprogrammed to a single chamber mode so total loss of atrial sensing and pacing had occurred. The lead was repositioned such, that the lead remains active in the pt. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.